Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate pressure greater than -1.0psi. The customer requested a quote for the 2000 hours service and a loaner. Per follow up information received on 29jul2022, there was no patient involvement reported. A quote has been sent to customer and they will determine if they will send device in for service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to weak circulation pump. It is known that the device did not meet specifications and the device was influenced by the reported failure. There was no patient involvement. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, a labeling/packaging review was not required. The device was not returned.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate pressure greater than -1.0psi. The customer requested a quote for the 2000 hours service and a loaner. Per follow up information received on 29-jul-2022, there was no patient involvement reported. A quote has been sent to customer and they will determine if they will send device in for service.